Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customers blood glucose level was 160 mg/dl. Customer was assisted for performing self test. Customer stated that the insulin pump did not vibrate during the vibrate test portion of the self test. Customer stated that after troubleshooting the vibrate test was failed. The customer was advised to revert to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to vibrate during testing due to corroded power board. Corroded battery tube noted during visual inspection.